Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported really bad urgency yesterday and is taking diuretics; urgency worsen. The next day, patient reports having a problem the night before. They realized they had a disconnected wire when they tried to connect and their controller screen read they can't get a reading. Patient's son provided assistance, but it seems that the patient has a broken wire underneath the bandage. The call center's number was given to the patient and was advised to connect with their healthcare provider (hcp). They said this really upset the patient because they report getting decent readings. They did not get urgency, but experienced more frequency. The lead removal is scheduled for (B)(6) 2017. No further patient complications have been reported as a result of this event.